Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the device will continue to be monitored via remote monitoring.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of 0 ohms. All other shock impedance measurements were stable in the 40-50 ohm range. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) causing the low shock impedance measurements. No adverse patient effects were reported.